Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet device would not unlock, despite the unlock slider moving on screen. The user was unable to complete a firmware update and chose to continue receiving insulin until the cartridge was empty, then allow the ilet to power down and recharge. The user reported elevated blood glucose of 212 mg/dl, which was corrected with insulin delivery. No symptoms, external assistance, or medical intervention occurred.